Event description:
The complainant stated that the siderail controls do not work and the head section is in the raised position.

Manufacturer narrative:
The technician isolated the issue to the control box. He replaced the control box to repair the bed.